Event description:
In 2008, it was reported to boston scientific corporation that a prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure two days prior. According to the complainant, during the procedure, the prolieve system shut down due to improper water pressure. The physician did not complete the procedure due to this event however, the procedure was successfully completed two days after, with another prolieve thermodiliatation kit. No pt complications were reported as a result of this event. The pt's condition was reported as "fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed.